Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. It was noted that it was "unknown" whether the device was infected. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued. Correction to h6: patient code unspecified infection/e1906 was removed, as the reported infection was underlying patient condition.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. It was noted that it was "unknown" whether the device was infected. No additional adverse patient effects were reported. Additional information received reported that the patient had hepatitis c and this was an underlying condition unrelated to the pacemaker. No additional adverse patient effects were reported. Furthermore, the device was discarded after explant and will not be returned for analysis.